Event description:
It was reported, that there were non-sustained ventricular tachycardia (nsvt) observed. And a lead integrity alert (lia) triggered on the right ventricular (rv) lead, due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). In addition, there appeared to be oversensing on ventricular and atrial leads, resulting in misclassification of arrhythmias, inhibited pacing and inappropriate mode switch. There were high capture thresholds on the right ventricular (rv) lead. The rv and right atrial (ra) leads were explanted and replaced. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
Continuation of d10: 5054-58 lead, implanted: (B)(6) 2009, ddmb1d1 ICD, implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.